Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately eleven months post stenting procedure in the proximal circumflex artery with one 2.5 x 18 xience v stent and in the mid left anterior descending artery with one 3.5 x 18 xience v stent, the patient experienced unstable angina related to chronic left anterior descending artery (lad) lesion. On (B)(6) 2009 the patient was hospitalized and underwent percutaneous coronary revascularization in the mid and proximal lad with three drug eluting stents. The patient's condition resolved and the patient was discharged on (B)(6) 2009. There was no reported adverse patient sequela. Though requested, there was no additional information provided.